Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was discussing the issue with the customer, the customer stated that the problem was caused by the patient aorta and not the iabp. The customer then cancelled the service call.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) displayed "catheter error" message. No patient injury or adverse event was reported.